Event description:
Customer reported a cracked and shattered touchscreen on their pump, which was unresponsive and illegible. Blood glucose level did not exceed 500 mg/dl and remained within normal range. Customer was instructed to use multiple daily injections (mdi) as backup therapy and was guided to place the pump in storage mode before returning it to tandem using a pre-paid label.